Event description:
Device returned for analysis with report of "catheter fractured. Itb withdrawal and pump and catheter replaced." Patient had "continuing problems with itb withdrawal." Follow up with hcp revealed patient suffered from fever, altered mental status, rebound spasticity and muscle rigidity. Patient had episodes of withdrawal symptoms and received boluses with some relief. Stress enhanced symptoms. Patient noted a small edematous area on their back and palpation revealed an object that felt like a "kink". Surgical exploration revealed fractured catheter. Catheter and pump replaced. Patient required boluses and oral baclofen for symptoms control. Patient's symptoms have resolved and patient is doing well with new infusion system.